Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The photo shows a patients skin which was noted to have swelling at the incision site and also redness was noted to the skin. Based on the photo review the reported swelling and erythema issues can be confirmed but it is unknown whether the device caused swelling and erythema. Therefore, it can be confirmed that the patient experienced swelling and erythema. However, the relationship to the port is unknown. However, the investigation is inconclusive for the reported infection and fever as the provided evidence was not sufficient to confirm the reported fever and infection. Furthermore, the clinical condition alleged in the complaint can be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (patient, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that thirty days post a port placement, the port site is allegedly positive for yellow purulent discharge. It was further reported that skin is erythematous and tender, right side neck is swollen. Reportedly, the patient had fever of 100.8 f. Additionally, redness extends up into neck. The current status of the patient was unknown.

Event description:
It was reported that thirty days post a port placement, the port site is allegedly positive for yellow purulent discharge. It was further reported that skin is erythematous and tender, right side neck is swollen. Reportedly, patient had fever of 100.8 f. Additionally, redness extends up into neck. Current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.